Event description:
It was reported that the right ventricular [rv] lead had high pace/sense impedance and increased capture threshold measurements. It was also reported that a lead integrity alert [lia] was triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted that there were two ventricular non-sustained tachycardia episodes less than or equal to 190 ms on (B)(4) 2011. Five ventricular fibrillations less than or equal to 170 ms average ventricular cycle were recorded on (B)(4) 2012 in the timeframe between 12:36:48 and 12:49:25. There were two patient alerts for out of tolerance sub-threshold lead impedance on (B)(4) 2012 at 03:00:11 and 15:00:10. The weekly pace lead impedance trend data shows an abrupt increase for ventricular pace bipolar impedance equaling 1007 to 4047 ohms peak between (B)(4) 2012.